Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. A conclusive cause for the reported stent dislodgement could not be determined; however, the subsequent foreign body in patient and serious injury/ illness/ impairment appear to be related to circumstances of the procedure. Stent dislodgement may be attributed to several factors including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, patient anatomical morphology, or interaction with accessory devices. In this case, it is possible that the stent may have interacted with the moderately calcified, moderately tortuous, 99% stenosed lesion during advancement, positioning, or retraction of the device, causing the reported stent dislodgement; however, this cannot be confirmed. The time and location of the reported dislodgement was uncertain. After a long search, the stent could not be found and therefore was not retrieved. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with moderate calcification, moderate tortuosity and 99% stenosis. The 2.25x23 mm xience xpedition stent was unloaded [dislodged] at an unknown time and location. After a long search, the stent could not be found and therefore was not retrieved. There were no adverse patient sequela and the patient was discharged. No additional information was provided.